Manufacturer narrative:
A siemens customer service engineer (cse) was splashed with biological waste while troubleshooting the dimension vista 1500 instrument. While troubleshooting the instrument, the cse found a leak between the biological waste hose barb connection and waste tubing. The biological waste tubing between the dimension vista and floor drain was restricted by a floor cover that had moved and pinched the tubing. As the cse attempted to repair the connection of the waste tubing to the hose barb, the tubing blew off due to the back pressure in the waste tubing. Due to this, the cse was sprayed in the face with the biological waste fluid. The cse corrected the restriction on the waste tubing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) was exposed to biological waste fluid when troubleshooting a dimension vista 500 instrument. Biological waste fluid was splashed onto the cse face when the cse attempted to repair the connection between a biological waste tubing and hose barb. The cse was wearing personal protective equipment (ppe). No medical intervention or medical treatment was required. There are no reports of adverse health consequences due the biological waste fluid that splashed onto the cse's face.